Event description:
The patient developed an infection in the pump pocket. The pump and catheter were explanted. The pump was programmed to deliver dilaudid 0.2 mg/ml at 0.08 mg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer: model 8835, serial# (B)(4), catheter: model 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump and the returned catheter revealed no anomaly; normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.